Event description:
The patient reported of clavicular pain and the physician decided to explore the pocket. The pocket appeared infected and the physician removed the lead and will be replace it at a later date. In addition the left ventricular lead had impedances of approximately 200 ohms. In addition the right ventricular lead, which was removed, was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and the outer insulation was breached, constant with clavicle crush. It was also noted that the bilumen tubing had a void (non electrical), the inner tubing was kinked/buckled, the outer tubing had cosmetic environmental stress crack breach (non electrical), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.